Event description:
It was reported that during the radial artery harvest procedure, the shears were giving off a steady tone midway through the case. They had to stop to troubleshoot it. No pt consequence.